Event description:
A customer reported via phone call indicating that they needed assistance programing their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with programing their insulin pump, but the customer mentioned that they were hospitalized. The customer did not mention any details of the hospitalization or if it was diabetes related.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.